Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after removing the syringe from the cartridge and placing the needle into the vile of insulin, small white specs of the cartridge septum was observed in the insulin. The customer's blood glucose was not impacted. Tandem technical support informed the customer that the needle may have pierced the cartridge septum. The customer acknowledged the information.